Manufacturer narrative:
The console was evaluated and the reported complaint condition was duplicated. The console alarmed ec 179 when powered on. The unit was opened and checked for defects and damage and the motor driver board was found to be problematic. The motor driver board was replaced and the error code was no longer duplicated. The console was reassembled and passed all functional testing. The motor driver board from this console was evaluated and u28 was blown, all outputs were bad.

Event description:
The hospital perfusionist reported an issue with the mps console during use. He stated the console displayed an error code "bc cam error" after the console was primed. The report said the perfusionist rebooted a few times but kept getting the alarm. The console was changed out for another and the procedure was successfully completed. Follow up with the complainant found that there was an approximate 24 minute delay while the perfusionist was rebooting the console, that he notified the surgeon not to apply the aortic cross-clamp. There were no patient complications reported as a result of the alleged event. The console was returned to the manufacturer for evaluation.